Manufacturer narrative:
The complaint sample was inspected and the tubing was confirmed to have pulled from the probe. The stent tube is assembled using adhesive and shrink tube. The sample received when inspected showed evidence of adhesive. The assembled samples are pull force tested during manufacturing. Since no lot number was available for a device history review, an internal non conformance review was completed. The review was performed for a period of 12 months. No non-conformances related to tubing detachment was recorded. The root cause of the reported complaint is unknown. Quest will continue to monitor trends.

Manufacturer narrative:
The complaint sample has not been returned for evaluation and no lot number was provided to enable a device history review. A follow medwatch will be submitted if additional information becomes available.

Event description:
The report received states that the tubing detaches from the needle, making it impossible to carry out the procedure.